Manufacturer narrative:
The device was implanted in the patient; therefore, a device investigation could not be performed. Without the return of the device, the root cause of the problem could not be determined. The manufacturing records for the lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2024-00174.

Event description:
The patient was undergoing a coil embolization procedure in the common iliac artery (cia) using a lantern delivery microcatheter (lantern), ruby coils, pod packing coils (packing coils), a non-penumbra catheter, and a guidewire. During the procedure, while advancing the lantern through the catheter, the physician experienced resistance and fractured the midshaft of the lantern in multiple places. Therefore, the physician removed the catheter containing the fractured lantern. The physician then implanted three ruby coils in the target location using a new lantern. The physician then flushed the lantern. While advancing a packing coil through the lantern and into the target location, the physician experienced resistance and the packing coil unintentionally detached within the lantern. The physician then used another packing coil to push the detached packing coil into the target location. The procedure was completed after placing the packing coil using the second lantern and the same catheter. There was no report of an adverse effect to the patient.